Event description:
In 2009, the patient reported infusion site issues. She believes her abdomen is "callused." She stated that she has been inserting infusion sites too deep and recently found that she should be inserting the cannula at a 45 degree angle. She stated that her blood glucose has been elevated and was 400-500 mg/dl on the month prior. She stated that last night her blood glucose measured 125 mg/dl and she bolused 0.5 units of insulin and when she woke up this morning her blood glucose measured 176 mg/dl. She changed the infusion site and bolused 4 units of insulin. Prior to the report her blood glucose measured 216 mg/dl and she injected 8 units of insulin via syringe. Her normal blood glucose range is 80-150 mg/dl. During the report, the patient tested her blood glucose and it measured 166 mg/dl. The patient called back on two days after the original date, and stated that she continues to have elevated blood glucose and she switched to her backup infusion device. Her blood glucose remained elevated on the backup device and she switched to injection therapy. She was sent samples of different types of infusion sets. Upon follow up five days later, the patient reported that she is doing well with new infusion sets and she increased her basal rates and has no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.